Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical germany for evaluation. The reported incident could not be duplicated. Reviews of the battery and device logs showed no abnormal behavior, power interruptions, or logging gaps, and no evidence of spontaneous shutdown. The device passes extensive testing including stress, shock, leakage, and internal inspections with no discrepancies. There was no fault found with the device. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.